Manufacturer narrative:
No unexpected button error alarms were noted. The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window, a cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.